Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and were hospitalized on (B)(6) 2021. Customer had car accident. Blood glucose level was 27 mg/dl. Customer treated low blood glucose. Paramedics were called to attribute the blood glucose. Customer was using insulin pump within 48 hours of reported low blood glucose event. Insulin pump was not been used on auto mode. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.